Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed and this 23mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with symptoms of cardiac insufficiency. On (B)(6) 2017, re-do avr was performed and this valve was explanted due to aortic stenosis (as). Upon explant of the valve, leaflets had become integrally stiffened. The coaptation site of leaflet edge between the left coronary cusp (lcc) and right coronary cusp (rcc) had been fused. Furthermore, adhesion of the commissure between both cusps to valsalva sinus was observed. Subsequently a 19mm regent mechanical heart valve (model number: 19agfn-756, serial unknown) was implanted. As the patient has continuously required dialysis leaflet calcification was suspected. The patient is also diabetic. At explant, the leaflet sewing cuff and stent fractured/damaged. Patient specific information of patient identifier and birthdate are not available for this complaint.

Manufacturer narrative:
An event of aortic stenosis was reported. Morphological and histopathological examination found all leaflet tissue contained calcifications and was fibrotically thickened. Prior to its arrival at abbott, the valve had been resected to remove cuspal tissue and a portion of the sewing cuff. No inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.